Manufacturer narrative:
Device passed displacement test and self test. The audio tone and beeps functioned normally.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump whose audio does sounds at the highest setting despite customer having set it on the lowest setting. Customer states that pump gives off sound at the highest setting even when set to vibrate. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be return for analysis.